Event description:
It was reported that "the white tip of the test lead was broken at the stylet inside the plastic sheath." The event occurred during the procedure and the stylet was removed.

Manufacturer narrative:
(B)(4). Final device analysis of the stylet revealed the following: the stylet handle broke just inside the packaging tube. The diameter of the stylet handle was measured and found to be within specification. The inner diameter and thickness of the packaging tube were measured and found to be within specification. A known good lead and stylet were able to be inserted and withdrawn from the packaging tube without difficulty. The fact that the product is within specifications suggests that this was a handling issue. Final device analysis of the screener cable revealed the following: no anomaly found.